Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure observed during analysis. Final analysis of the partial lead found it to be returned in two pieces. An insulation abrasion was noted at 19.6 cm to 19.9 cm from the cut end of the second segment. The abrasions were consistent with exposure to constant friction against another implanted device or heart feature. (B)(4). (B)(6).